Event description:
Complaint notes: rep was with pt during call, did not ask weight. See attached. Patient had alerts for rvt-rvr impedance > 3000 ohms. Ttr impedance was trending at ... 1500 ohms and had a sudden jump to> 3000 ohms. Clear evidence of rvr failure or connection issue as rvt-rvc impedance has remained stable. Discussed rv pacing impedance alert functionality. Discussed since this was recent gen change could be a connection issue. Discussed if this w ere a connection and rvt electrode connection becomes compromised there mau be os that could inhibit pacing. 604791915. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).